Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that this event involved a (B)(6) male pt, (B)(6), with neonatal sepsis. The catheter was placed on (B)(6) 2010, via jugular vein. It was noted that after each catheter insertion, the catheter was covered in gauze. After 12 hours, bleeding and leakage was observed. As a result, the catheter was removed without further complication. Additional info received by the distributor on 04/26/2010, stated the nurse that was involved with this event, confirmed the bleeding and leakage was observed due to the hub became separated from the catheter. The catheter was removed and a new ak-04650-e was successfully placed in the pt. There were no further reported consequences to the pt.